Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2017-22597. During follow up, premature battery depletion was suspected. The device was explanted and replaced. During the replacement procedure, the right ventricular (rv) lead was capped and replaced due to a gradual increase in impedance. The procedure was completed with no adverse patient consequences.